Manufacturer narrative:
Investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
It was reported that foreign matter was found in the syringe of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter: "I have a customer reporting a contaminant noted in syringe style 309680".

Event description:
It was reported that foreign matter was found in the syringe of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter: "I have a customer reporting a contaminant noted in syringe style 309680."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.